Event description:
Baxter received a report that centrella med-surg had the bed moving on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician unplugged the bed and left unplugged for a period of time and plugged the bed back in to resolve the reported event. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Do the function checks as applicable for your bed. If the bed passes all of the checks for its configuration, do the necessary administrative tasks, and prepare the bed to be put into service. If the bed does not pass all of the checks, repair or replace the part as applicable. Do not put the bed into service until it passes all of the checks. Warning¿report to bed authorized maintenance persons any unusual sounds, burning odors, or movement deviations observed in the controls, motors, or limit switch functions. Check the cable connection between the mcb and bcb. Replace or connect the cable as necessary. Replace the bcb. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in dec 30, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. If necessary the account will replace the bed, no further action needed.